Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing blood glucose (bg) levels reaching 400mg/dl. The customer suspected the bg levels may be caused by the insulin perhaps being expired. Correction boluses were delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.